Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose level ranged from 197 mg/dl to 190 mg/dl. The customer primed the tubing to remove the air and insulin delivery was resumed.